Event description:
It was reported that the patient presented for follow-up with episodes of far p wave over-sensing on the atrial channel of the pulse generator. The timing cycles were not programmed appropriately, therefore the device paced into refractory which caused fusion. No interventions were made. The patient was asymptomatic.